Event description:
It was reported a transjugular intrahepatic portosystemic shunt (tips) procedure was performed using a gore viatorr tips endoprosthesis. The stent was placed and the physician began deployment; however, the deployment line became stuck and full deployment could not be achieved. The physician removed the device and introducer sheath. A new introducer sheath was placed and a second viatorr device was placed. During deployment, the deployment line became stuck and full deployment could not be achieved. The device was removed and third viatorr device was placed. During deployment, the physician noted resistance while pulling the deployment line. The line was pulled with some force and the guidewire kinked, but the stent ultimately deployed. The patient was doing well following the procedure.

Manufacturer narrative:
Engineering analysis: the device was returned with the endoprosthesis partially constrained between the zipper and the catheter, and the catheter was still inside the sheath. The deployment knob was unscrewed, and zipper deployment had been initiated. The deployment-line was not broken or unraveled; the end was free and not snagged on a strut. A kink was observed on the strain relief by the hub assembly. Tape damage was observed in the second and third most distal rows. For further analysis, the device was advanced forward within the sheath to expose the distal port, and the device was deployed with no irregularities identified during deployment. The examination found no anomalies attributable to the manufacture of the device.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. Still images were provided for evaluation; however, the images do not allow for evaluation in relation to the event.the second gore viatorr® tips endoprosthesis, lot number 12533827, that was attempted in the same procedure and was reported to have partially deployed, was reported to the FDA in manufacturer report number 3007284313-2014-00089.